Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic during follow up. The device was post-paced t-wave oversensing. Programming changes were made. The patient was asymptomatic.

Event description:
New information received notes that the patient continued to receive alerts for non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. The device was reprogrammed and remains implanted.